Event description:
It was reported that the patient presented in the emergency room with device in backup vvi mode. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The reported backup operation was confirmed in the laboratory. The device was interrogated and was found in backup dfo mode due to multiple successive hv charges over a short period of time. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
(B)(4).